Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing records were reviewed and no complaint related issues were found.

Event description:
A device report from (B)(4) indicated a hospital in (B)(6) reported: patient was implanted on an unknown date with a non-synthes cage and synthes screws, locking caps and rod at an unknown level. Patient developed a lscs infection post operatively on an unknown date. Patient was returned to o.r. To remove the product and encountered problems with a screwdriver removing the locking caps resulting in a damaged screwdriver tip. It is reported that surgeon removed two locking caps and one rod on one side, and patient was revised with new hardware. This is 7 of 7 reports for this event.